Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) faster than expected. Technical services (ts) requested device data disk for analysis. No adverse patient effects were reported. Currently, the device remains in service. Additional information was received which indicated the replacement procedure was rescheduled due to the patient's pregnancy. The patient received a defibrillator life vest. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) faster than expected. Technical services (ts) requested device data disk for analysis. No adverse patient effects were reported. Currently, the device remains in service. Additional information was received which indicated the replacement procedure was rescheduled due to the patient's pregnancy. The patient received a defibrillator life vest. This s-ICD remains in service. No additional adverse patient effects were reported. As of today, this product has not been returned for additional analysis. According to additional information, there was suspected premature battery depletion (pbd). Interrogation could not be completed at the time of replacement procedure. It was also noted that there were beeping tones. No additional adverse patient effects were reported. This s-ICD was explanted and replaced with a new s-ICD.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, no therapy was available at time of analysis. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) faster than expected. Technical services (ts) requested device data disk for analysis. No adverse patient effects were reported. Currently, the device remains in service. Additional information was received which indicated the replacement procedure was rescheduled due to the patient's pregnancy. The patient received a defibrillator life vest. This s-ICD remains in service. No additional adverse patient effects were reported. As of today, this product has not been returned for additional analysis. According to additional information, there was suspected premature battery depletion (pbd). Interrogation could not be completed at the time of replacement procedure. It was also noted that there were beeping tones. No additional adverse patient effects were reported. This s-ICD was explanted and replaced with a new s-ICD.